Event description:
It was reported that the user experienced bluetooth connectivity issues resulting in signal loss between the dexcom g7 continuous glucose monitor (cgm) and the ilet, while glucose values continued to display in the dexcom app. No adverse clinical symptoms were reported, and blood glucose levels were unaffected. Outcomes included no alerts or alarms on the ilet and no medical intervention or hospitalization. User support included guided troubleshooting and education, including toggling the ilet cgm setting between dexcom g6 and g7, restarting the ilet, reviewing alert history, and advising a wait period to allow pairing. Investigation of this case revealed a communication disruption limited to ilet pairing, with the dexcom g7 sensor operating and transmitting to the dexcom app, indicating the issue was isolated to the ilet-device bluetooth connection rather than the cgm sensor. It was concluded, based on previously established findings for similar reports, that the cause was a transient bluetooth pairing issue resolved through standard reconnection procedures.